Event description:
Pt admitted with chest pain and cardiac cath. Stent could not be inserted due to plaque. Rotational arthrectomy planned. Rotablator stuck and tip of wire broke off. The vessel was occluded and pt developed chest pain. Iabp inserted in cath lab. Pt discharged and stable.